Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive every few days, consistent with a device key or button not working and associated with the switch component; the pump functioned during a call test, and blood glucose was not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with the sleep/wake switch component, aligning with the reported unresponsive button. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.